Event description:
The following information was reported: this was a diagnostic neuro case, the radiology technician inserted the mynx ace procedural sheath/dilator, saw pulsatile flow, advanced another 2cm, roughly, and removed the dilator/procedure wire all without any incident. She then took her left hand off the in-dwelling procedural sheath to position the device for insertion. She inserted the mynx ace vascular closure device and heard the device click into the procedural sheath. She inflated the balloon and proceeded to pull back to the arteriotomy. It was at this point that the device came completely out with the procedural sheath. The radiology technician stated that there was no resistance felt at any time during insertion/pull back. It was questioned whether the pulsatile flow moved the procedural sheath out of the artery when the radiology technician removed her left hand to position the mynx ace. The device was checked for balloon rupture and button #1 was inadvertently pressed and the balloon was visible. There appeared to be no loss of pressure, but it did appear as if the balloon had been inflated inside our sheath. Manual pressure was held for 15 minutes with no further complications. The patient was not hospitalized. Procedure type: diagnostic stick location: medium sheath size: 6f vessel size: 5 mm

Manufacturer narrative:
The device was returned with the introducer sheath engaged to the handle. Visual inspection of the returned device revealed that there was no saline in the balloon. The balloon was inflated with water and pressure was maintained. The inflation indicator performed per specification. No leaks were observed. The inflated balloon diameter was also verified in a go/no go gauge to be within specification. Based on the information provided and the investigation performed, the root cause of the reported event could have been incorrect prep of the balloon. Per the mynx ace instructions for use (IFU), the device needs to be purged of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and resulting in balloon to be pulled through the arteriotomy. There is no evidence to suggest that the device did not meet specification or perform as intended per instructions for use (IFU). The review of the lhr (f1433003) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).